Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. Predilation was performed using a non-bsc balloon catheter. A 2.50x20mm promus premier¿ stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. Upon removal, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.